Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: (B)(4). When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date received by the manufacturer was considered the date the device returned. The guide wire was returned for evaluation. The coils and the polymer jacket were found stretched for approximately 10mm from the tip. At approximately 7mm from the tip, a bend with widened coil pitch was observed and the underlying inner coil wire came out from the bend. The polymer jacket was removed for observation purposes. The exposed inner coil wire with the innermost core wire was found fractured. The proximal side of the fractured core was located under the stretched coils. The ball tip remained attached on the distal end of the guide wire and the coil wire remained in one piece. The coils were removed for observation purposes. The core wire and the inner coil wire were wrenched off at approximately 7mm from the tip. As the coil wire remained in one piece and no tearing of the polymer jacket was observed, measurement of the core wire supported that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported event. Two similar events were received from this lot (MFR report #: 3003775027-2019-00168, MFR ref: 5002-5074; MFR report #: 3003775027-2019-00170, MFR ref: 4975-5115). The cause of the similar events was attributed to user's technique and there was no product quality issue. Based on the obtained information and investigation outcome, it was presumed that torsion was repeatedly applied on the guide wire while the tip was being trapped in the lesion. When the accumulated stress exceeded the product's design limit, it caused the core wire and the inner coil wire to fracture. Tensile stress generated with wire removal likely caused the coil wire and the polymer jacket to stretch. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction; [warnings] never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position.[otherwise damage to the guide wire may occur.] Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that a percutaneous peripheral intervention (ppi) was performed to treat a severely calcified 90-99% stenosis in the moderately tortuous iliac artery. While using an asahi guide wire, the physician noticed the coils were disarranged and exchanged the guide wire to resume the ppi. The blood flow was successfully reestablished by stent deployment. There were no adverse patient effects.